Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied to the stomach during a laparoscopic gastric bypass, the stapler was not able to fire. Another stapler was opened and used successfully. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.